Event description:
It was reported during an appendectomy procedure that the instrument did not fire properly on the second firing. A previous staple line was likely crossed. Another stapler was opened and used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
The analysis showed that the atw35 device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received partially fired and with the cartridge lock out tab normal. In addition the cartridge pan was noted to be dislodge and with damage on the pan surface, the damage to the cartridge pan is consistent with an improper loading technique, if the cartridge is not fully inserted into the channel, when the device is fired it can cause the pan to dislodge from the cartridge. It should also be noted that, when the cartridge is loaded improperly or long loading (holding features of the cartridge are not snap on the channel windows) occurs at the moment of the firing, the cartridge will eject forward and some staples will be deploy (approximately half way) and malformed because of incorrect alignment. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.